Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. This is report two of two for this event. Reference report 3004485144-2016-00264.

Event description:
It was reported that approximately one week post-op, the patient's l2 was found fractured and the cage had backed out of its location.